Manufacturer narrative:
Multiple follow ups were made to the user facility via telephone and in writing to obtain more detailed information regarding the reported event but with no results. The scope was returned to olympus for evaluation. The evaluation confirmed the scope was severed at the distal bending section area, as it was completely dismantled exposing the internal elements. The bending section¿s skeleton was partially detached. The image guide bundle in the scope has kinks and a portion from the proximal side was detached. The insertion tube has multiple dents along the tube and the instrument channel was noted to have dents from the bending section side. There was evidence of damage to the light guide bundle as one of the two bundles were detached from the scope. The detached skeleton, and distal end cover were not returned to olympus for evaluation. A leak test was not performed due to the damaged bending section. In addition, a review of the scope¿s service history records showed the scope was purchased on (B)(6) 2007 and was last serviced on (B)(6) 2017. The most probable cause of the reported even could be attributed to operator's error, as no bite block or mouth guard was used during the procedure.

Event description:
Olympus was informed that during an emergency endotracheal intubation procedure, the patient reportedly bit down on the scope and the scope became severed. There was no bite block in the patient's mouth. Also, no endotracheal tube was used with the scope. The anesthesiologist removed the scope from the patient. The black rubber coating was observed to be destroyed and separated from the scope. The patient was then intubated without the scope. The surgeons then performed and completed a direct laryngoscopy at the end of the procedure. There was no device fragments inside the patient. The patient was then discharged from the hospital. No patient injury was reported. The patient did not require additional treatment or a longer stay.